Event description:
According to the report, the device was applied to a laceration lateral to the eye and approx 1/4 of the eye was glued shut. The physician did not perform any further treatment. Due to the distance the pt lives from the physician, there will be no follow-up treatment.